Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. It was noted every once in a while, once a month since the patient had the device implanted, they had days where they did not get the urge to go to the bathroom, but just got bladder pains. It was reported then they go to the bathroom. This happened on wednesday again and the patient wet themselves and had not wet themselves since they had the device implanted. The patient woke up in the middle of the night with a sharp pain in their vagina and butt, and it was noted this was from the implant because of the ¿feeling you get when you turn the voltage up too high¿. The patient was then unable to connect with the patient programmer and saw the poor communication screen, and tried replacing the programmer batteries. No further complications were reported/anticipated.